Event description:
It was reported that patient underwent an explant procedure where all devices were removed for unknown reason. The explanted device will not be return. Additional information was received that patient did not want the spinal cord stimulator and patient had other health related issue.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads-MRI. Upn: m365sc2408560. Model: sc-2408-56. Serial: (B)(6). Batch: 21126046/20722970.

Event description:
It was reported that patient underwent an explant procedure where all devices were removed for unknown reason. The explanted device will not be return.